Event description:
Sales rep reported on behalf of the customer that the axsos distal femoral plate broke inter-operatively, it has broken at approx the mid point of the plate and through one of the locking holes. It reportedly was a peri-prosthetic fracture which they were using mono-cortical screws. The surgeon subsequently used a longer plate which did not fail.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report. Note: the reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.